Event description:
It was reported the stimloc clip did not lock down the lead. The clip and lead were replaced. The clip could not be found after.

Manufacturer narrative:
Concomitant medical products: product ID neu_stimloc_acc, lot# unknown. Product type: accessory. (B)(4). Analysis of the lead and stimloc revealed no anomaly.